Event description:
Ten events reported since 12/95 of needleless t-connectors "popping out" of catheter hubs. In discussions with nursing staff the actual incidence is higher than documented. Generally, disconnection occurs when IV is initially being placed; however, in several instances, an existing line was found disconnected. Three cases had "significant blood loss" resulting in a transfusion in a preemie. Two cases of peripheral arterial lines, lost during efforts to achieve adequate connection. No ongoing pt compromise has been attributed to those events.